Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.1; g.2; h.6.

Event description:
Patient representative later reported "fear of bia-alcl." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown, and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "encapsulating","feels strange, they can feel the plastic at the bottom", "deflation" and "capsular contracture", baker grade unknown. Additionally, healthcare professional reported right side "implant is uncomfortable" and "suspicious of encapsulation". Device remains implanted.